Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform displacement test due to display anomaly. Device also received with missing serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unspecified pump error alarm. Customer stated that driving between exits on the interstate and alarm goes off. Customer was not dismiss alarm for fifteen min. Insulin pump get to it to turn it off and it vibrates for ten second pauses five second and repeat. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis